Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h3, h6, h8, h10. Review of the most recent repair record determined the sample graft passed but cutter was damaged and replaced and resolved the reported issue. It was noted that the device has not been returned for recommended annual pm since it was manufactured prior to 2009. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the surgeon experienced that the meshgraft ii does not fully cut through the graft, despite having the derma-carrier at the right direction. There was no impact to the patient with no delay. The surgeon was able to use a scalpel to finish the graft successfully. No adverse events were reported as a result of this malfunction.